Event description:
Reported due to inablity to cross and seal a perforation resulting in a surgical procedure. The physician attempted to seal a free perforation of the left anterior descending (lad) with a graftmaster stent graft. The patient had a rotoblater procedure with a "long taxis stent placement." It was reported that after the taxus stent placement a large perforation occurred. The physician attempted to seal the perforation using the graftmaster stent graft but the device would not cross previously placed taxus stent. An emergent throctomy was performed; however, the patient expired. They physician reported that the death was "not due to the graftmaster stent." Although requested, no additional information was provided.